Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. .no additional patient or event information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates-correction.